Event description:
It was reported, the valve was implanted in 2007, and nine days later, due to perivalvular leak. The physician also noted a leaflet tear at the distal edge. Another b10-27a was implanted. During the surgery, a cardiovations coronary sinus catheter broke off in the patient. They were still looking for the catheter tip when the sales rep left the or. Upon follow-up with the physician three days later, it was reported the catheter tip was removed from the patient at the time of surgery and the patient is doing fine.